Manufacturer narrative:
Based on the claim against the product by the customer noting error 32097 on universal surgical manipulator (usm) 4, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse identified error 32097 and replaced the usm to resolve the issue. The system was tested and ready for use. Isi received the usm involved with this complaint and performed failure analysis (fa). Fa was able to confirm the reported complaint via logs. The usm was tested on an in-house system in normal mode where it failed with a 1126 error. The usm was then tested on a patient side cart (psc) fixture test platform (pftp) where it failed the fiber test on clockspring and rolling loop fibers. A gold clockspring and rolling loop fiber were installed, and the error went away. The original fibers were re-installed, and the errors came back. The gold clockspring and rolling loop fibers will be replaced as a fix to the reported problem. The complaint on usm4 was confirmed based on the field evaluation and fa, which indicates that the device did contribute to the customer reported issue. The root cause is attributed to component failure. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error(s) 32097 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) was replaced after the completion of the procedure due to error 32097. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the staff encountered error 32097 on universal surgical manipulator (usm) 4. The staff was able to recover from the fault and complete the procedure. The live system logs reflected that the error 32097 occurred on the nodes in usm 4. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.